Event description:
It was reported the system gave a message to shut down and reboot, however, the system would not boot back up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced and the bios was reset during the service call. The system was tested and found to be working as intended and put back into service.